Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. The patient reported his scs system did not alleviate his pain. Subsequently, the patient underwent surgical intervention approximately a year ago, where his entire scs system was removed. The exact date of the intervention is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.